Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was migrated to pyxis server and issue with patients not showing under all patients at multiple non-profile devices. A technical support specialist reviewed station logs and found a common error: patient summaries cache not loaded due to active encounter key count exceeding 300. Tss explained that this was caused by too many admitted visits across accessible units. Shared options with the customer to reduce unit access, adjust inactivity settings, or use search instead of the all-available patients list and case was closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients not displayed under all patients on multiple non-profile devices. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients not displayed under all patients on multiple non-profile devices. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.